Event description:
Customer reportedly obtained a result of 416mg/dl on his device while the doctor's device read 111mg/dl. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.